Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Because the sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the blunt knife experienced by the customer cannot be determined. Based on the info above it is unlikely that the damage occurred during the mfg process. (B)(4).

Event description:
A pharmacist reported that the tip of the blade was blunt. Minor subconjunctival hemorrhages were observed when the surgeon tried to force the knife to penetrate the eye. The surgeon exchanged the knife for a new one to complete the incision. There was no pt harm reported.